Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed no issues with the profile of the tip. An examination of the balloon catheter identified that a break occurred in the shaft at the lapweld site (75.6cm distal to the strain relief). The shaft was severely kinked along its length. The distal end of the shaft close to the break site appeared to have tapered down which is evidence of stretching. Significant amounts of blood were visible in the inflation lumen. The balloon material was compressed at the proximal end of the balloon, 20mm distal to the break site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. An 8-4/5.8t/75 ultra-thin diamond balloon catheter was advanced to dilate the target lesion. However, the balloon became detached from the catheter during inflation and was left in the patient. A cardiac surgeon was able to snare the detached/broken balloon tip from a new venous access site.

Event description:
It was reported that balloon detachment occurred. An 8-4/5.8t/75 ultra-thin¿ diamond¿ balloon catheter was advanced to dilate the target lesion. However, the balloon became detached from the catheter during inflation and was left in the patient. A cardiac surgeon was able to snare the detached/broken balloon tip from a new venous access site.